Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. While an inflation issue was reported, an evaluation of the device revealed that while the balloon was able to be inflated without issue, the balloon was unable to be deflated. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis and an expanded related record review and investigation, a product issue potentially related to the balloon inflation/deflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 3.5x15 nc trek rx balloon dilatation catheter (bdc) was advanced through a non-abbott guiding catheter to a mildly calcified, concentric, de novo lesion in the non-tortuous mid right coronary artery without resistance. Balloon inflation was attempted twice using an unspecified indeflator, however, the balloon was completely unable to be inflated. The nc trek rx bdc was withdrawn from the anatomy without resistance; inflation was attempted again, outside of the anatomy, however, the balloon still did not inflate and no leaking of contrast was noted. Additionally no kinks, bends, or tears were noted. Another unspecified bdc was able to be inflated using the same inflation device. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.